Event description:
It was reported that there was a connection problem. A revision procedure was performed and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.